Event description:
As reported to coloplast though not verified, the patient was implanted with novasilk (B)(6) 2007 and expereinced erosion of internal tissues, pain, recurrent incontinence and dyspuareunia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device still implanted.